Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. A polypectomy was performed. The endocut q mode was used. After removing a large polyp, the physician attempted to cauterize the stump. No output was delivered, nor audio or erroring. There was significant bleeding so the patient was sent for an x-ray and possible surgery. The patient has since been released from the hospital. Note: the account stated that after the incident the esu was tested and found to be functioning properly.

Manufacturer narrative:
An offer was made to the account to have erbe evaluate the apc/esu system. As applicable, further information on the results of the equipment will be provided in a follow-up report.